Manufacturer narrative:
(B)(4). The central monitoring station (cns) was returned to nihon kohden, evaluated, and the reported issue of the missing pixels was confirmed, however the issue regarding the display freezing at the time that the alarm sounds could not be replicated. The nihon kohden repair center found the graphic board to be the cause of the pixel issue and replaced the graphic board. Afterwards it was again tested and the unit passed the test.

Manufacturer narrative:
The customer has tried a known working display and the missing pixel is duplicated on it, so they do not believe it is an issue with the display. The unit was rebooted as well, but the freezing issue still remains as well. Awaiting device for failure investigation.

Event description:
(B)(4).